Manufacturer narrative:
Additional manufacturer narrative: the device was reported as not being available for return and evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the calcification, degeneration, stenosis, and mild regurgitation cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 23mm pericardial aortic valve, implanted eight (8) years, eleven (11) months, and seventeen (17) days, was explanted due to calcification, degeneration, stenosis, and mild regurgitation. The explanted device was replaced with a 23mm pericardial aortic valve. The explanted device was not available for return. Per obtained medical records, the patient was a (B)(6) female with a history of bicuspid aortic valve disease. She presented with progressive dyspnea on exertion and presyncopal episodes. Her echocardiogram revealed severe prosthetic aortic valve stenosis and mild regurgitation. The patient underwent re-do aortic valve replacement with a 23mm pericardial aortic valve. The patient was discharged in good condition on post-operative day five (5).